Event description:
Procedure type: liver resection. According to the reporter: the device could not be fired when the device clamped the liver, and the jaws would not open. The tissue was excised additionally to remove the device. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4).